Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by "device did not work?" Device jammed, no clips. Did device jam (not fire)? Yes. Did device not feed clip? Yes. The er320 device was returned in good visual condition and partially cycled. The cycle was completed and one clip was fed; the clip was removed in order to measure jaws width and they were found to be within specification; however, the jaws were misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the trigger and the jaws did not fully open; therefore, the trigger had to be manually assisted in every actuation and five scissored clips were fed and formed. In addition, an intermittent feeding issue was noted during the analysis and the antibackup feature was not functional. No further testing could be performed due to the condition of the instrument. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not work. There were no patient consequences. Case completed with another device of the same product code.